Event description:
On (B)(6)2025, a patient underwent the x-port isp port placement procedure. It was reported that the prior to the procedure, the tape is wrinkled and out of position. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed x-port isp implantable port kit was returned for evaluation. Visual evaluations were performed on the returned device. The kit was inspected thoroughly, and it was noted to be taped sealed. The package tape on the back of the port package was noted to be out of position as it appeared crumbled. No other anomalies were noted throughout the kit returned. The manufacturing evaluation site states it was further observed that the tape was crumbed, small cardboard particles adhered to the transparent tape were observed, no other anomalies were observed through inspection of the box, the components inside did not appear to be affected. Therefore, the investigation is confirmed for the reported tape is wrinkled and out of position issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the x-port isp port placement procedure. It was reported that the prior to the procedure, the tape is wrinkled and out of position. There was no patient contact.